Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain in my pelvic area in my ovaries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ciprofloxacin. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("painful sexual intercourse"), menorrhagia ("severe bleeding during menstrual cycles"), hypersensitivity ("allergy symptom"), rash ("skin rashes"), adnexa uteri pain ("pain in ovaries"), cyst ("I woke up with a cyst on the side of my neck"), migraine ("migraines") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain had resolved and the dyspareunia, menorrhagia, hypersensitivity, rash, adnexa uteri pain, cyst, migraine and arthralgia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, cyst, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain in my pelvic area in my ovaries') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ciprofloxacin. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), cyst ("I woke up with a cyst on the side of my neck"), adnexa uteri pain ("pain in ovaries"), rash ("skin rashes"), dyspareunia ("painful sexual intercourse"), migraine ("migraines"), menorrhagia ("severe bleeding during menstrual cycles"), hypersensitivity ("allergy symptom") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain had resolved and the cyst, adnexa uteri pain, rash, dyspareunia, migraine, menorrhagia, hypersensitivity and arthralgia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, cyst, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: pif received. Reporter information, patient details added. Events: skin rashes, painful sexual intercourse, migraines, severe bleeding during menstrual cycles, allergy symptoms, joint pain added. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.